Manufacturer narrative:
Per the clinic, the patient underwent revision surgery in (B)(6) (specific date not reported) in order to correct the magnet position. During the procedure, the implant magnet was placed back into the implant magnet pocket. The patient has since resumed use of their device. This report is submitted march 11, 2020.

Manufacturer narrative:
It was reported that the internal magnet had dislodged following an MRI, surgery to reposition the magnet is scheduled but has not taken place as of the date of this report. This report is submitted 3 december 2019.

Manufacturer narrative:
This report is submitted on september 30, 2019.

Event description:
Per the surgeon, the patient experienced tenderness at the magnet site post an MRI (tesla strength unknown) where the MRI kit was not used. The patient has been treated with an oral steroid. The implant remains in-situ.